Manufacturer narrative:
Calibration was last performed on 05-nov-2021 and was acceptable. The qc data provided was illegible. The investigation determined the event was due to the issue identified by the fse (aliquot samples were left in hitachi cups for an extended amount of time before testing).

Manufacturer narrative:
The field service engineer discovered samples were aliquoted and left in hitachi cups for an extended amount of time before testing. The customer performed patient comparison testing, calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial na result from an aliquot tube was reported outside the laboratory. The patient's physician questioned the result and the customer performed repeat testing with the patient's primary tube on the same analyzer. The patient's initial na result was 156 mmol/l. The patient's repeat na result was 141 mmol/l. The customer determined the repeat result was correct and a corrected report was provided. The na electrode lot number and expiration date were requested but not provided.